Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Medical have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke and migrated to the patient¿s heart. The catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Additional details were provided from the medical image review completed on 6/13/2018; the associated fields have been updated accordingly and the summary is listed below. Image review summary: based on the images provided, the initial port-a-cath placement was in good position can be confirmed. Based on the images provided, the catheter became detached from the port-a-cath can be confirmed. Based on the images provided, the catheter of the port-a-cath was located within the confines of the heart; although, a lateral chest x-ray is needed to confirm if the catheter was located within the heart. As the lot number for the device was provided, a review of the device history records is currently being performed. The actual device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during treatment the device allegedly was unable to infuse. It was further reported that an x-ray was performed and allegedly the catheter broke and migrated to the patient¿s heart. Reportedly, the catheter was removed. The patient's condition was stable and no further medical treatment was provided.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the second complaint reported for this lot number and general issue to date. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the second complaint reported to date for this lot number and failure mode. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate. Investigation summary: one ti lp port with 6.6 fr s/l silicone catheter and two x-ray images of the complaint sample were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for catheter break, specifically, for catheter break at the port stem, as a break profile with characteristics consistent with a catheter break at the port stem was observed with microscopic visual evaluation. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. The break profile of the fragment of the catheter on the port stem manifests characteristics consistent with a catheter being pinched on the port stem. The observed measurements of the port stem outer diameters were within specifications and the observed measurements of the inner and outer diameters were within specifications. However, the cath-lock was not returned with the sample and measurements of the cath-lock were not taken. While a definitive root cause could not be determined based upon available information, assembly technique may have contributed to the catheter break at the port stem.

Event description:
It was reported that during treatment the device allegedly was unable to infuse. It was further reported that an x-ray imaging was performed and allegedly the catheter broke and migrated to the patient¿s heart. Reportedly, the catheter was removed. The patient's condition was stable and no further medical treatment was provided.

Manufacturer narrative:
Additional information was provided, an additional supplemental emdr report will be sent to FDA : adverse event/product problem.

Event description:
It was reported that during treatment the device allegedly was unable to infuse. It was further reported that an x-ray imaging was performed and allegedly the catheter broke and migrated to the patient¿s heart. Reportedly, the catheter was removed. The patient's condition was stable and no further medical treatment was provided.